Manufacturer narrative:
As reported, it appears there was an unintended ejection of the fastener in use. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of sample finds for a deformed fastener. The functional and simulated use testing of the returned device did not recreate the problem of a fastener falling out of the device. The device is out of synchronization confirmed by the exposed fastener. The deformation and device going out of synchronization are the result of forces applied during user/device interface. No manufacturing anomalies found. Updated fields: b4, d9, g3, g6, h2, h3, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Event description:
As reported, during a laparoscopic procedure, the capsure fixation device was used. It was reported that one fastener with reduced indicator "came out in the middle of fixating" (unintended ejection) and remaining all other fasteners should have been successfully fixated. Another capsure fixation device was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, it appears there was an unintended ejection of the fastener in use. Based on the information available and without having the sample to evaluate, no conclusions can be made. Review of the manufacturing records was performed and found that the lot was manufactured to specification. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for fastener delivery. The IFU states, ¿compress hand piece trigger in a single, complete and uninterrupted stroke to drive a permanent fastener through the mesh into the tissue. Keep consistent counter pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position.¿ note: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, during a laparocopic procedure, the capsure fixation device was used. It was reported that one fastener with reduced indicator "came out in the middle of fixating" (unintended ejection) and remaining all other fasteners should have been successfully fixated. Another capsure fixation device was used to complete the procedure. There was no reported patient injury.